Manufacturer narrative:
The reported issue (it was reported that the foley balloon burst and fell out of the patient as they were being turned. Additional information has been requested) was unconfirmed, as the problem could not be reproduced. Per visual evaluation no defects were observed along the catheter. During functional testing the balloon was inflated with 10cc of air, using a syringe and it did not deflate. After that, the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe. A balloon burst was not observed during and/ or after the balloon was inflated. No manufacturing defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the foley balloon had burst and fell out of the patient, as they were being turned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon had burst and fell out of the patient as they were being turned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley balloon had burst and fell out of the patient as they were being turned.